Event description:
The patient reported through a manufacturer representative that the stimulation had turned off unintentionally. It was stated that the issue did not occur while using the handset or recharger. The patient indicated that they recharged every day, so the device should have been sufficiently charged at the time the stimulation turned off. It was noted that the patient was independently turning their therapy on to address the issue. The cause of the stimulation being turned off was not determined, and no further actions or interventions were scheduled or performed to address the issue. It was unknown whether the issue was resolved at the time of report. The event did not result in any health damage, and no surgical procedures were planned or performed. No further complications were reported or anticipated.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.